Event description:
It was reported by the customer that a pyxis medstation es system screen stuck at blue carefusion screen. It does not move past this window, preventing staff from accessing required medications and affecting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2022 to 24-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was in blue screen, med application not auto-launching. A technical support specialist deployed the remote support service agent package to auto launch according to ka 000011541- ¿medapplication not launching automatically; station at blue screen¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the med application was not auto launching. A technical support specialist deployed the remote support service agent package to auto launch. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing staff from accessing required medications and affecting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.